Event description:
A (B)(6) female pt contacted zoll customer support to report exposed wires on the electrode belt. The pt was issued a replacement belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) was confirmed. Upon eval, the front therapy electrode (te) cable was cut, which damaged the blue (+5v), violet (agnd), and green (belt_dischg) wires. The root cause of the damaged cable wires cannot be positively identified, but is likely physical abuse. No adverse event resulted from the damaged te cable. The pt rec'd a replacement electrode belt.